Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a watchdog timeout alarm even after letting insulin pump rest for two hours without battery. Customer also received an unexpected restart alarm and an external ram error alarm. Customer's blood glucose was 438 mg/dl. After troubleshooting, customer was advised to monitor insulin pump and that battery cap would be replaced. Insulin passed self-test.